Event description:
During revision surgery, it was discovered that a trial stem had been implanted at the original surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.